Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change procedure due to eri. The device was checked prior to procedure and noise was noted on the right atrial lead. Noise was reproduced with arm movement which would result in pacing inhibition. Upon review, previous merlin reports indicated that noise had been occurring since (B)(6) 2017. The patient experienced muscle stimulation and was pacer not dependent. During procedure, the right atrial lead was disconnected from the device and noise was not reproducible. It was suspected that the device exhibited header anomaly which resulted in noise. The lead was inspected and it was noted that there was no malfunction. Hence the lead was not revised and remained implanted and connected to the new generator. It was unknown if the atrial lead noise was due to myopotential issue or muscle stimulation. It was observed that the device was functioning more appropriately post generator change procedure. The patient was asymptomatic to inappropriate mode switch and was stable post procedure.